Event description:
It was reported by chief perfusionist that iab was placed w/ a sheath. After iab was placed, pump alarmed that catheter was kinked or there was a rapid gas loss. Perfusionist attempted to inflate balloon manually 10 - 15 times w/o success. Pump was exchanged & alarms continued. Iab was exchanged and alarms stopped. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.